Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The symptoms started the day prior to the report. They were unable to adjust their stimulation using their programmer and the programmer was showing a ¿call your doctor¿ and elective replacement indicator (eri) message. Their battery had just been replaced 2.5 years prior to the report. Their stimulation stopped working the day prior to the report. There was no warning, the patient was in the middle of the grocery store and their stimulation started fluttering and stopped. There were no falls or trauma. That is when they check the device with their programmer and saw the eri message. The patient met with a manufacturer representative and it was found that the battery reached normal battery depletion. The battery was removed on (B)(6) and planned to be replaced on 2015-mar-11. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0313912v, implanted: (B)(6) 2003, product type: lead; product ID 3487a-33, lot# j0337547v, implanted: (B)(6) 2003, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).